Event description:
On (B)(6) 2013, it was reported that a vns patient was experiencing an increase in seizures. The physician stated that the impedance three months prior was 1200 ohms. The impedance in (B)(6) 2013 was 800 ohms. The physician wondered if the event may be related to a short-circuit condition. Attempts for additional information have been unsuccessful.